Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device #o49979-a was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that one v-go device today (B)(6) 2021 in which the needle may have possibly released on it's own. The patient did not think she pressed anything or touched the button in error but could not be sure. The patient did save the v-go device.